Event description:
The customer observed false nonreactive alinity I anti-hcv results for a 32 year old male patient diagnosed with gallstones and undergoing an emergency surgery. The patient tested positive with the roche platform. The following data was provided: alinity results = 0.88 s/co, 0.95 s/co (nonreactive) roche result = 4.5 s/co (positive) no impact to patient management was reported. Per q-22-01-015, edition 006, false negative anti-hcv results are reportable. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, alinity I anti-hcv, list number 8p06-74, that has a similar product distributed in the us, list number 8p05. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 42551be01 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false nonreactive results were obtained, indicating that the sensitivity performance is not negatively impacted. The testing included two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9047 and hcv 9045). The reagent lot 42551be01 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this investigation, no systemic issue or deficiency with the alinity I anti-hcv reagent, lot number 42551be01 was identified.